Manufacturer narrative:
(B)(4). Cut of pieces of peg and j tube were received at abbvie for examination. The j tube is inside the peg tube. The j tube is knotted, there was no bezoar visible. Knotting is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. Bezoar is a known complication of use of device. The device involved in the event is expected to be returned. A follow up report will be submitted upon completion of investigation or if any additional information is received.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced a bezoar and knotted tube. The tube was replaced on (B)(6) 2017.